Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery depleted quickly. Blood glucose ranged from 300-500 mg/dl. Tandem's technical supported instructed customer to fully charge the pump. Reportedly, customer continued to use the pump.